Manufacturer narrative:
Non-healthcare professional. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead and right ventricular (rv) lead had dislodged. The patient's spouse had indicated this as the "lead had come loose." The spouse went on to indicate that a lead revision was never completed as the patient did not want to go through the surgery in order to "fix" the lead. Both leads remain implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.